Event description:
It was reported coil was broken inside the catheter. The target lesion was located in the a 20mm x 50cm interlock coil was selected for splenic aneurysm embolization. However, it was noted that the coil was broken inside the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, it was observed that the pusher wire was returned. It was observed that the pusher wire was bent, stretched and detached at the interlocking arm section. Dimensional inspection of the pusher wire revealed the components were within specification. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of wire pusher broken, bent/kinked and stretched were defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported coil was broken inside the catheter. The target lesion was located in the a 20mm x 50cm interlock coil was selected for splenic aneurysm embolization. However, it was noted that the coil was broken inside the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.